Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to diabetic ketoacidosis with high blood glucose of over 600 mg/dl. The customer¿s current blood glucose was 350 mg/dl. Customer treated for high blood glucose with insulin pen. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. The cannula is a little bend. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Completed troubleshoot guide for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was programmed with multiple basal rates and monitored for 4 days. The basal rates were delivered and recorded properly in basal review screen. No basal anomaly was noted. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.